Manufacturer narrative:
(B)(4): physio-control replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed user interface pcb assembly and determined the cause of malfunction to be a thermally sensitive ic chip, designator u8.

Event description:
It was reported that the device display was distorted and the service light illuminated as the customer was trying to use it during a code blue. Another defibrillator was made available from down the hall and used to treat the patient. The device used had no adverse effects on the patient. There were no further details on the event and/or the patient provided. Physio-control's initial device evaluation verified the reported problem as the device had display issues. However, further investigation identified a critical malfunction that resulted in an intermittent failure to boot up.